Event description:
A biomedical engineer reported that on a automated impella controller they pulled the power plug off the end of the power cord. There was no patient involvement.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
The device was returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The console logs were not relevant and showed no errors. The console ic11628 was returned to fs for further investigation. During the inspection, it was noted that all three wires were disconnected from their terminals, and the ac cord plug had detached from the cord. Additionally, the outer sheath was improperly cut, in accordance with the vendor wiring instructions. Also, the light clamping marks were visible on the outer sheath, which likely contributed to the wire becoming loose. The reported issue of the impella controller power plug disconnected from the end of the cord was determined to be caused by defective ac power cord set.h6 investigation: h6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.